Manufacturer narrative:
Results and conclusion summation-hematoma and dissection, as listed in the promus instructions for use (IFU) are known adverse events associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)," in this case, it is likely the hematoma is a secondary effect of the dissection.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: hematoma/dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a series of stents were placed in the distal right coronary artery. The first one placed in the distal vessel developed a hematoma just proximal to the stent. Despite 150 mcg of intra-coronary nitroglycerine, there was no evidence of any improvement. There was a little bit of dye hung up in the artery consistent with a hematoma; therefore, another promus stent was placed across this lesion followed by stenting of the proximal area. The angiographic results were excellent and there was no chest discomfort with the procedure. No additional event or pt info is available. The cine cd of the procedure reviewed by a clinical analyst identified a dissection just proximal to the stent, but could not confirm the reported hematoma. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.